Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artey. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during when inflation,the balloon did not expand and reverse blood was observed in the y connector. When the device was removed and was checked outside the patient's body, the balloon was found to be ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artery. A 2.25mm x 15mm emerge balloon catheter was advanced for dilatation. However, during when inflation,the balloon did not expand and reverse blood was observed in the y connector. When the device was removed and was checked outside the patient's body, the balloon was found to be ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.